Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent breast augmentation with a 300cc mentor memorygel breast implant and experienced capsular contracture; baker grade IV on her left side postoperatively, diagnosed after physical exam. As a result, the patient underwent explantation and replacement possibly with allergan device on (B)(6) 2022.

Manufacturer narrative:
On march 10, 2022, mentor became aware that the patient experienced bilateral capsular contracture; baker grade IV, and received bilateral allergan saline replacements on (B)(6) 2022. On march 25, 2022, mentor became aware under previous initial submission, field e1 for initial reporter postal code was mistakenly left blank. It has been added on this form. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4). E1 for initial reporter postal code missing under initial submission.